Event description:
It was reported that the patient received shock therapy for an episode of ventricular fibrillation (vf). A transmission showed the presence of t-wave oversensing (twos) on the right ventricular (rv) lead during the episode. Also, noted was high number of short interval counts (sic). The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).